Event description:
It was indicated that patient had been leaking for a while before having a replacement. It was indicated that patient was implanted 5 days prior to the call because her battery was dead. It was indicated that it had only been 2 years. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v997481, implanted: (B)(6) 2012, product type lead. (B)(4).